Event description:
It was reported that rn opened a new bag of primary IV tubing set and found it to be in two pieces, it was separated near the y-site. There was no patient involvement.

Manufacturer narrative:
Additional information; h.6. (Device code). The customer's that the primary IV tubing set was in two pieces and was separated near the y-site was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed that the set was separated at the engagement between the tubing to the second smartsite¿s inlet port. Closer inspection of the separation under a lab microscope observed that the tubing had an insufficient solvent applied at the engagement during manufacturing process. Functional testing could not be performed due to the separation at the engagement. The outer diameter of the tubing was measured and observed to be within specification(s). The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Event description:
It was reported that when the nurse opened a new bag of primary IV tubing set, it was found to be in two pieces, it was separated near the y-site. Based on this description, it is determined that there was no patient involvement associated with this event.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that rn opened a new bag of primary IV tubing set and found it to be in two pieces, it was separated near the y-site. There was no patient involvement.